Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and diminished sensing. Initially the lead was going to be re-positioned, however, there was helix extension issues during surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a micro-dislodgement. The patient is enrolled in the pan cvg clinical study.